Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported that in the last month or so, they noticed their implant battery was depleting faster than expected. Patient stated that they have to charge their implant every 12 hours. Patient confirmed that no therapy changes have been made and that the equipment seems to be functioning as intended. Agent asked if patient had any falls, rapid weight gain or loss that may have affected the position of the implant and patient stated that there may have been a little bit of change (in weight). Patient reported seeing some form of error code on the controller, but did not recall what it said, but that it stated the word "replace" in it. Agent asked if they saw the replace controller batteries screen, but patient denied. Patient attempted to charge implant during the call and confirmed that they were able to charge the controller to 100%. Patient confirmed seeing excellent recharging quality. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.